Event description:
It was reported that the unspecified bd¿ syringe plunger rod broke in two pieces while handling it "without pressure exerted" before use. The following information was provided by the initial reporter, translated from french to english: "I contact you to inform you of an incident encountered by our preparers when using 4 of your 60 ml syringes. The end of the plunger broke in 2 during a simple handling (without pressure exerted by the preparer). It is not possible for us to say whether the piston had a crack before use."

Manufacturer narrative:
H.6. Investigation: one syringe and two photos were provided to our quality team for investigation. Upon visually inspecting the product, the thumb press of the plunger is observed broken. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Based upon the visual inspection of the sample received and the investigation, it was determined this incident likely occurred due to the product getting damaged or jammed within the equipment. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe plunger rod broke in two pieces while handling it "without pressure exerted" before use. The following information was provided by the initial reporter, translated from french to english: "I contact you to inform you of an incident encountered by our preparers when using 4 of your 60 ml syringes. The end of the plunger broke in 2 during a simple handling (without pressure exerted by the preparer). It is not possible for us to say whether the piston had a crack before use".